Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris and novasilk mesh. Later the pt experienced incontinence, urgency, frequency, cystitis, pelvic pain, hyperesthesia of pelvic with perineal pain, dyspareunia, dysuria, recurrent vaginal prolapse, failure of transobturator sling, urinary retention, suprapubic and rectal pain, mesh erosion and recurrent urinary tract infections with foreign body in the bladder. A harvest of rectus fascia, sacrocolpopexy, excisions and removal of mesh from bladder wall and a replacement of an add'l transobturator sling were performed.